Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device's locking component was damaged. The device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no additional info provided.